Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-#, effective date: (B)(6) 2017. Consumer reports "she got burned". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] my skin was red and blistered. I cannot put water on it because it burns and it's itchy/ burning my raw skin [burns second degree] , did not check her skin under the product while wearing thermacare/ did not read the usage instructions on thermacare before used the product [device use error]. Case narrative: this is a spontaneous report from a contactable consumer. (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number t81951, expiration date dec2020) from (B)(6) 2018 at unknown frequency for lower back pain/ sore lower back. The patient's medical history included diabetes and arthritis. She was currently under the care of a physician for medical condition. Concomitant medications included fenofibrate, lansoprazole (prevacid), ergocalciferol (vit d), losartan potassium (cozaar), ropinirole, acetylsalicylic acid (aspirin 81), paracetamol (tylenol), magnesium, atenolol and venlafaxine hydrochloride (effexor). The patient stated "I used the thermacare lower back and hip on (B)(6) 2018. I took the wrap off and my skin was red, blistered and burned on (B)(6) 2018. I cannot put water on it because it burns and it's itchy. What should I do? I wore it for 5 hours. I used them all the time and this has never happened". The patient stated the product never really got hot, but when she took it off she was burned all over and had to go to urgent care. The patient stated she never read the directions for product usage as she has used the product before. As of (B)(6) 2018, the patient was very upset by this occurrence. She could not do her water exercises until it completely heals- was very itchy for 10 days. The patient wore for 5 hours not too hot at- on skin-had been using for years so never read pkg. On pkg very-very thin red line- saying over 55-not directly on skin. All burned over 1 layer of skin. Took 2 weeks to heal silver cream for burns and covered, could not shower for 5 days. Note: red warning- hard to see. Should be in bold letters. Pharmacist never heard of burning the skin. Very painful and cost of cream pads and (B)(6) co-pay. She classified her skin tone as dark or olive. She did not have sensitive skin. She did not have any abnormal skin conditions. She purchased red box. She used thermacare 5 hours per day. She previously used thermacare many years ago, for 5-6hours one day. She did not experience same problem/symptom during previous use. She previously used other heat products for pain relief 20 years ago. She did not experience same problem/symptom with one of these products. She was wearing several layers of clothing over the thermacare product; she attached the adhesive to: body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She did not read the usage instructions on thermacare before used the product. When she took it off- she took a shower not knowing it was burned. Got out immediately as it was burning her raw skin. The problem last 2 weeks, from (B)(6) 2018. Clothing bothered it and itching when dressed. She consulted a physician for the problem. The patient was hospitalized on (B)(6) 2018, urgent care affiliated with [hospital name] saw a dr at [hospital name and address], did not know his name. Action taken in response to the event was permanently withdrawn. Treatment received for the event included no water on sores- silver cream-pads to cover. Clinical outcome of the event was resolved on (B)(6) 2018. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-#, effective date: 13dec2017. Consumer reports "she got burned". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (10oct2018): new information received from a contactable consumer includes: additional information pertaining to the patient's clinical course. Follow-up (23oct2018): new information received from a contactable consumer included: patient age, suspect product data (start date, stop date, indication), medical history, concomitant medications, past drug, event details (onset date, stop date, outcome), new event (did not check her skin under the product while wearing thermacare/ did not read the usage instructions on thermacare before used the product), treatment received, hospitalization information. Follow-up (06nov2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the events of "burns second degree", "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the events of "burns second degree", "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-#, effective date: 13dec2017. Consumer reports "she got burned". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
My skin was red and blistered. I cannot put water on it because it burns and it's itchy/ burning my raw skin [burns second degree], did not check her skin under the product while wearing thermacare/ did not read the usage instructions on thermacare before used the product [device use error]. Case narrative: this is a spontaneous report from a contactable consumer. An 82-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number: t81951, expiration date: dec2020) from on (B)(6) 2018, at unknown frequency for lower back pain/ sore lower back. The patient's medical history included diabetes and arthritis. She was currently under the care of a physician for medical condition. Concomitant medications included fenofibrate at 134mg, lansoprazole (prevacid), ergocalciferol (vit d), losartan potassium (cozaar), ropinirole, acetylsalicylic acid (aspirin 81), paracetamol (tylenol), magnesium unclear dose (500), atenolol and venlafaxine hydrochloride (effexor). The patient stated "I used the thermacare lower back and hip on (B)(6) 2018. I took the wrap off and my skin was red, blistered and burned on (B)(6) 2018. I cannot put water on it because it burns and it's itchy. What should I do? I wore it for 5 hours. I used them all the time and this has never happened". The patient stated the product never really got hot, but when she took it off she was burned all over and had to go to urgent care. The patient stated she never read the directions for product usage as she has used the product before. As of (B)(6) 2018, the patient was very upset by this occurrence. She could not do her water exercises until it completely heals- was very itchy for 10 days. The patient wore for 5 hours not too hot at- on skin-had been using for years so never read pkg. On pkg very-very thin red line- saying over 55-not directly on skin. All burned over 1 layer of skin. Took 2 weeks to heal silver cream for burns and covered, could not shower for 5 days. Note: red warning- hard to see. Should be in bold letters. Pharmacist never heard of burning the skin. Very painful and cost of cream pads and #50 co-pay. She classified her skin tone as dark or olive. She did not have sensitive skin. She did not have any abnormal skin conditions. She purchased red box. She used thermacare 5 hours per day. She previously used thermacare many years ago, for 5-6 hours one day. She did not experience same problem/symptom during previous use. She previously used other heat products for pain relief 20 years ago. She did not experience same problem/symptom with one of these products. She was wearing several layers of clothing over the thermacare product; she attached the adhesive to: body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She did not read the usage instructions on thermacare before used the product. When she took it off- she took a shower not knowing it was burned. Got out immediately as it was burning her raw skin. The problem last 2 weeks, from (B)(6) 2018. Clothing bothered it and itching when dressed. She consulted a physician for the problem. The patient was hospitalized on (B)(6) 2018, urgent care affiliated with [hospital name] saw a dr at [hospital name and address], did not know his name. Action taken in response to the event was permanently withdrawn on (B)(6) 2018. Treatment received for the event included no water on sores- silver cream-pads to cover. Clinical outcome of the event "my skin was red and blistered. I cannot put water on it because it burns and it's itchy/ burning my raw skin" was resolved on (B)(6) 2018, outcome of the other event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-#, effective date: 13dec2017. Consumer reports "she got burned". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (10oct2018): new information received from a contactable consumer includes: additional information pertaining to the patient's clinical course. Follow-up (23oct2018): new information received from a contactable consumer included: patient age, suspect product data (start date, stop date, indication), medical history, concomitant medications, past drug, event details (onset date, stop date, outcome), new event (did not check her skin under the product while wearing thermacare/ did not read the usage instructions on thermacare before used the product), treatment received, hospitalization information. Follow-up (06nov2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Amendment: this follow-up report is being submitted to amend previously reported information: updated event outcome in narrative. Company clinical evaluation comment: based on the information provided, the events of "burns second degree", "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the events of "burns second degree", "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] my skin was red and blistered. I cannot put water on it because it burns and it's itchy/ burning my raw skin [burns second degree], did not check her skin under the product while wearing thermacare/ did not read the usage instructions on thermacare before used the product [device use error]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number t81951, expiration date dec2020) from (B)(6) 2018 at unknown frequency for lower back pain/ sore lower back. The patient's medical history included diabetes and arthritis. She was currently under the care of a physician for medical condition. Concomitant medications included fenofibrate, lansoprazole (prevacid), ergocalciferol (vit d), losartan potassium (cozaar), ropinirole, acetylsalicylic acid (aspirin 81), paracetamol (tylenol), magnesium, atenolol and venlafaxine hydrochloride (effexor). The patient stated "I used the thermacare lower back and hip on (B)(6) 2018. I took the wrap off and my skin was red, blistered and burned on (B)(6) 2018. I cannot put water on it because it burns and it's itchy. What should I do? I wore it for 5 hours. I used them all the time and this has never happened". The patient stated the product never really got hot, but when she took it off she was burned all over and had to go to urgent care. The patient stated she never read the directions for product usage as she has used the product before. As of (B)(6) 2018, the patient was very upset by this occurrence. She could not do her water exercises until it completely heals- was very itchy for 10 days. The patient wore for 5 hours not too hot at- on skin-had been using for years so never read pkg. On pkg very-very thin red line- saying over 55-not directly on skin. All burned over 1 layer of skin. Took 2 weeks to heal silver cream for burns and covered, could not shower for 5 days. Note: red warning- hard to see. Should be in bold letters. Pharmacist never heard of burning the skin. Very painful and cost of cream pads and #50 co-pay. She classified her skin tone as dark or olive. She did not have sensitive skin. She did not have any abnormal skin conditions. She purchased red box. She used thermacare 5 hours per day. She previously used thermacare many years ago, for 5-6hours one day. She did not experience same problem/symptom during previous use. She previously used other heat products for pain relief 20 years ago. She did not experience same problem/symptom with one of these products. She was wearing several layers of clothing over the thermacare product; she attached the adhesive to: body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She did not read the usage instructions on thermacare before used the product. When she took it off- she took a shower not knowing it was burned. Got out immediately as it was burning her raw skin. The problem last 2 weeks, from (B)(6) 2018. Clothing bothered it and itching when dressed. She consulted a physician for the problem. The patient was hospitalized on (B)(6) 2018, urgent care affiliated with [hospital name] saw a dr at [hospital name and address], did not know his name. Action taken in response to the event was permanently withdrawn. Treatment received for the event included no water on sores- silver cream-pads to cover. Clinical outcome of the event was resolved on (B)(6) 2018. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from a contactable consumer includes: additional information pertaining to the patient's clinical course. Follow-up ((B)(6) 2018): new information received from a contactable consumer included: patient age, suspect product data (start date, stop date, indication), medical history, concomitant medications, past drug, event details (onset date, stop date, outcome), new event (did not check her skin under the product while wearing thermacare/ did not read the usage instructions on thermacare before used the product), treatment received, hospitalization information. Company clinical evaluation comment: based on the information provided, the events of "burns second degree", "device use error" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burns second degree", "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] my skin was red and blistered. I cannot put water on it because it burns and it's itchy [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t81951, expiration date: dec. 2020, from (B)(6) 2018 to (B)(6) 2018 at unknown frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient stated "I used the thermacare lower back and hip 2 days ago on (B)(6) 2018. I took the wrap off and my skin was red and blistered on (B)(6) 2018. I cannot put water on it because it burns and it's itchy. What should I do? I wore it for 5 hours. I used them all the time and this has never happened". The action taken in response to the event was permanently withdrawn on (B)(6) 2018. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] my skin was red and blistered. I cannot put water on it because it burns and it's itchy [burns second degree]. This is a spontaneous report from a contactable consumer. A female patient of an unspecified age (reported as over 55 years of age) started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number t81951, expiration date dec2020) from (B)(6) 2018 to (B)(6) 2018 at unknown frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated "I used the thermacare lower back and hip 2 days ago on (B)(6) 2018. I took the wrap off and my skin was red, blistered and burned on (B)(6) 2018. I cannot put water on it because it burns and it's itchy. What should I do? I wore it for 5 hours. I used them all the time and this has never happened". The patient stated the product never really got hot, but when she took it off, she was burned all over and had to go to urgent care. The patient stated she never read the directions for product usage as she has used the product before. Action taken in response to the event was permanently withdrawn on (B)(6) 2018. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from a contactable consumer includes: additional information pertaining to the patient's clinical course. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.